Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received four 0037860 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was performed and found two of the packages had holes at the bottom of the packaging. Two packages did not have any signs of abnormalities or defects. The devices were dye leak tested per procedure. Dye leak testing indicated that the packaging had an insufficient heat seal on the two packages that had holes at the bottom. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only event with a quantity of 4 units for this lot number and failure mode. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 1/4in x 6ft w/male & female connection surgical tubing, item# 0037860, lot # 201906035, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.